Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided, d4: additional device information: unknown / not provided, h4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported loosening of superstructure at tooth site 36, as a result patient had a peri-implant inflammatory reaction. Doctor also indicated bone loss and that patient referred pain. Implant remains implanted. Patient has been rescheduled for new superstructure and anti-inflammatory measures. This report refers to loosening event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative. Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual evaluation and a functional test were performed, the screw has signs of use, the threads had signs of wear. The screw threaded into in-house implant as intended. Unable to confirm loosening with all the available information. Measurements match drawing and engaged thread ring. The was no allegation against the iestb31g, it has been recorded as a concomitant. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : loosening¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.